Event description:
Pt had requested door to be closed, so she could sleep. Nurse went into room to see pt. She found pt unresponsive laying sideways in bed, with feet & legs dangling over side of bed. Pt was disconnected from monitor. Central monitor never alarmed. The bedside monitor heart rate source was changed from electrocardiogram to pulse source. This had effectively disabled all arrhythmia and electrocardiogram alarms. This coupled with a "leads off" situation precluded any electrocardiogram arrythmia alarms so long as a pulse remained.